Event description:
The operator of an advia 2400 instrument received an error message that a test was not completed. The operator then observed smoke coming from the dilution probe area of the instrument. There are no known reports of adverse health consequences due to the smoke from the dilution probe area.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The tsc specialist instructed the customer to turn off the instrument, which the customer did. The tsc specialist ordered parts related to the dilution probe area for a field service visit. Siemens is investigating this issue.